Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the lip of reservoir was cracked and half of the plastic ring was missing. Customer's blood glucose level was 102.6 mg/dl at the time of incident. It also stated that the customer's reservoir was out of pump while customer was sleeping and her blood glucose was 360 mg/dl at 4 am. Customer was advised to replace the insulin pump. Product will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and stained end cap sticker.